Manufacturer narrative:
Root cause was identified to be a failed tram das module based on the service information provided by the field engineer. The tram das module was replaced to correct the reported issue. Further investigation into the root cause could not be completed since the failed das module was disposed of.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Incident date is unknown. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported that the tram device provided an inaccurate low invasive blood pressure. No patient compromise reported.